Manufacturer narrative:
(B)(4). Catalog number is igtcfs-65-1-fem-celect. Investigation is still in progress.

Event description:
(B)(6) 2012: ivc filter was placed prophylactically prior to another procedure. At that time it was noticed that the ivc filter had penetrated the ivc wall with 3 of the 4 primary legs. One of the legs was clipped prior to the procedure to ensure the procedure could take place. Ivc filter is otherwise intake and is scheduled for retrieval. No date is set for retrieval as of yet, but is understood that the attempt should take place in 2-4 weeks. No adverse events to the patient's health are known yet and situation is being monitored. (B)(6) 2015: short form complaint received: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6)." Patient outcome: (B)(6) 2012: ivc filter is still in the patient and intended to be removed in the future. Filter leg had to be clipped prior to desired procedure. (B)(6) 2015: it's alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to le dvt, upcoming subtotal colectomy. Plaintiff is alleging organ perforation, vena cava perforation, pain, nausea, vomiting, scarring, ureteral stenting, hernia repair, depression, anxiety. Plaintiff alleges attempted retrieval on (B)(6) 2012 with successful retrieval on (B)(6) 2012.